Event description:
It was reported that: during the installation of the device, when trying to remove the guide with the catheter already inserted, the guide presents resistance to removal, so the complete removal of the catheter + guide device is carried out. Once outside, it is found that the guide is bent.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer report of guide wire/catheter resistance was confirmed by visual inspection of the customer supplied video and photo.the video shows a guide wire advanced through a catheter in a clinical setting (not in use on patient). Resistance can be observed in the video while removing the guide wire from the catheter, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the installation of the device, when trying to remove the guide with the catheter already inserted, the guide presents resistance to removal, so the complete removal of the catheter + guide device is carried out. Once outside, it is found that the guide is bent.

Manufacturer narrative:
(B)(4). UDI related data quality updates only: section d.4. - unique identifier (UDI) # corrected to (B)(4).

Event description:
It was reported that: during the installation of the device, when trying to remove the guide with the catheter already inserted, the guide presents resistance to removal, so the complete removal of the catheter + guide device is carried out. Once outside, it is found that the guide is bent.